Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D4: UDI: as it is unknown which cup was revised, UDI for both devices shown below: for cat#: 110010266, lot#: 6456581 (B)(4). For cat#: 110010268, lot#: 6329968 (B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records for the reported cups identified deviations and/or anomalies during manufacturing; however as the event is unknown, it is unknown if the deviations are related to the event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product identification is uncertain. The following sections could not be completed because the part/lot information could be: catalog number - 110010266, lot number - 6456581. Or the part/lot information could be: catalog number - 110010268, lot number - 6329968. Concomitant medical devices: cat#: 110010268 g7 osseoti multihole 60mm g lot#: 6329968; cat#: 110017221 g7 neu +5mm e1 liner 36mm g lot#: 6326637; cat#: 650-1057 cer bioloxd option hd 36mm lot#: 2971077; cat#: 650-1066 cer opt type 1 tpr sleve 0mm lot#: 2965052. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 00643, 0001825034 - 2021 - 00644.

Event description:
It was reported the patient underwent a right hip revision approximately 8 months post implantation due to unknown reasons. The head, cup and liner were removed and replaced. No additional information.